Event description:
Dr reported broken abutments due to stresses of scuba diving. At first this was thought to be an unaffected part of a broken abutment. During inspection it was found to be broken in the gingival cuff area. Pt is reported to be in excellent health.